Event description:
It was reported that there were able to aspirate reservoir, but unable to fill it. The drug used in the pump at the time of the event was not known. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).